Event description:
It was reported that (1) hdh05 was used during a laparoscopic exam procedure. It was reported by the rep that the surgeon repored solid tone while using harmonic scalpel after changing to another hdh05 to complete the case. There was no consequence to pt.